Event description:
The complainant reported a patient with cardiomyopathy awaiting heart transplant was implanted with an impella 5.5 for mechanical circulatory support. On the 17th day of support, the medical team reported that the impella 5.5 had alarms for high purge pressure. There were no visible kinks noted, and the medical team decided to run tissue plasminogen activator (tpa) through the purge solution of the impella. The tpa resolved the high purge alarms. On the 28th day of support, the patient experienced an embolic stroke. Systemic anticoagulation was withheld as a result and the patient was placed on a temporary inactive status on the heart transplant waitlist. Impella 5.5 support was continued for the patient to rest and recover as much as possible. Of note, no impella issues were observed. The device was subsequently weaned and explanted successfully, and the explant was not performed earlier than planned as a result of the complication.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary- pump was not returned. Purge pressure high - after 16 days on support, high purge pressure (hpp) alarms trigger. No kinks were noted and the purge cassette was not replaced. Tissue plasminogen activator (tpa) use is not known. Data log review showed purge pressure ramp up and purge flows trend down over the course of 2 hours leading up to hpp alarm. Issue resolves within 12 hours after a bag change. The cause of the purge pressure high was an adverse event due to patient condition due to the gradual buildup of biomaterial. Stroke - after 27 days on support, patient had embolic stroke. The cause of the stroke / embolism was not determined due to insufficient clinical details. Device history lot: device lot: 1911456. Device history review: pump s/n (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided.